Manufacturer narrative:
(B)(4)the complaint device was not returned for evaluation. A photograph was provided by the patient's dad; however, it did not confirm the reported event. A root cause cannot be determined.

Event description:
Patient's dad contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, upon removal of the sensor applicator from the sensor pod, the sensor wire detached and remained in the patient's body. The sensor wire was inserted at the abdomen on (B)(6) 2015. Patient's dad removed sensor wire without issue and it was stated that no medications were needed. No additional event or patient information is available.